Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds and loss of capture due to suspected micro dislodgement. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.